Manufacturer narrative:
It was reported that the patient has recurrent dislocations. Replacement liners, screws, and femoral heads have been ordered for revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has recurrent dislocations. Replacement liners, screws, and femoral heads have been ordered for revision surgery.